Event description:
It was reported that patient underwent fixation of a right femur fraction on (B)(6) 2014. During the procedure the impactor fractured. The fractured piece was successfully removed from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.